Event description:
A missing low alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung a156b phone with android 16 operating system version. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer reported experiencing dizziness and self-treating with fruit juice and no third party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.